Event description:
There was motion of the tibial insert inside the baseplate after impaction. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.